Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 4011 lead, implanted: (B)(6) 1987. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. It was noted the lead impedance trend data had been programmed off, but atrial lead impedance notable data shows short circuit / low impedance pace counts. The right atrial lead warning occurred on (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had an alert for low impedance. It was suspected the lead may have damaged or degraded over time. The lead remains in use. No patient complications have been reported as a result of this event.